Event description:
It was reported that the doctor is concerned about premature battery depletion on this patient's device. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. It was also confirmed that the device was laser-routed during the manufacturing process. A review of the data logs indicate that the battery did not deplete more quickly than expected as compared to the battery voltage measurements. No other relevant information has been received to date.

Event description:
It was reported that this patient received a prophylactic generator replacement where the patient¿s mother suspected early depletion of the generator. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
The generator underwent product analysis and the reported allegation of premature end of life was not duplicated in the product analysis lab. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed and a postburn electrical test was performed in which the generator passed all electrical tests. Other than the noted event (visual observation on the pcba), there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.